Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14-jul-2023 h6: investigation summary the customer returned (1) 0.3ml 29ga syringe, reporting damaged stopper and stopper separates. The syringe was visually inspected and observed no product deficiencies. A functionality test was performed, and no issues were observed. Based on the samples returned, embecta was not able to confirm the customer-indicated failure. Due to unknown batch number, no DHR can be completed. See h10.

Event description:
It was reported that while using the bd ultra-fine¿ 3/10ml insulin syringe the stopper came off. The following information was provided by the initial reporter, translated from japanese to english: this report is about stopper damage. When the plunger was pulled to use the syringe, the stopper came off.

Event description:
It was reported that while using the bd ultra-fine¿ 3/10ml insulin syringe the stopper came off. The following information was provided by the initial reporter, translated from japanese to english: this report is about stopper damage. When the plunger was pulled to use the syringe, the stopper came off.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.